Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac tamponade post-implant of a left ventricular (lv) lead. Additional information reported high, undefined lv impedance. A thoracotomy was scheduled for the patient. The lv lead remains in use. No further patient complications have been reported as a result of this event.